Event description:
The patient received placement of the catheter on (B)(6) 2011. Well maintain was given. On (B)(6), fluid leakage was found during minipump infusion. The patient was very angry and asked why the nurse used the substandard products. The head nurse removed the catheter timely for soothing the patient and made the catheter and puncture free of charge.

Manufacturer narrative:
Results of an investigation will be filed in a supplemental report.